Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: a review of batch history record and deviation history review indicated that no relevant non-conformances and deviations noted and the quality control (qc) release data met qc specification. Customer's observation was not replicated in-house with retention products. Retention devices were tested in-house clinical hcg negative urine samples; all results were negative at 3 minutes read time and met qc specification. No false positives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the insufficient information provided and without patient specimen in-house analysis. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
It was reported that a false negative result was obtained for alere hcg cassette lot hcg9050122 on an unknown date. There was a positive result from a blood sample with an unknown test and method. Although requested, no further information has been provided.